Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl and it was addressed by the customer eating oranges. Reportedly, the customer altered their diet and did not need as much insulin. The basal settings were changed per the customer's clinical diabetes specialist.